Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer returned pump for an alleged was hospitalized for high bgs and diabetic ketoacidosis found on (B)(6) 2022 (per ss event date), however, the customer's note stated the customer was hospitalized for high bgs and diabetic ketoacidosis found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to diabetic ketoacidosis. The customer also experienced high blood glucose. The customer¿s blood glucose level at the time of hospitalization was unknown. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection/insulin pen and insulin infusion IV/drip. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The insulin pump was returned for analysis.